Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles in the circuits and at the level of the mask. During the evaluation of the device at the third-party service center, the device was visually inspected and found liquid degradation and foam particles. In addition, blower assembly, blower cap, blower housing, right panel assembly, air inlet seal, bottom enclosure, sound abatement foam, top enclosure and pca needs to be replaced. The unit was dropped with a broken display. The humidifier connector upgrade/humidifier connector less than rev9 and humidifier connector needs to be replaced. Additionally, the customer complaint was confirmed, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-11358. This report was submitted as a duplicate report of the previously submitted report.